Event description:
Patient for csi atherectomy with 1.25 classic crown of occluded left distal peroneal artery . Patient has left great toe gangrene. During procedure when wire was pulled back - it was seen the tip of the wire was broken from the rest of the wire and was inside branch of artery. Md stated wire in a vessel already blocked and would not affect outcome.